Event description:
Revision.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with droperidol, buprenorphine hydrochloride and saline. There was no patient involvement. No additional information is available.

Event description:
It was reported that the device was explanted after an implant duration of approximately 62.8 months. On 10/30/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.